Event description:
It was reported that the patient's right hip was revised. The patient fell and fractured her femur and humerus (surgeon reported poor bone quality as a contributing factor). A mako stem and ceramic head were revised to a restoration modular stem construct and another femoral head. Rep reported that he can provide pictures and that otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a mako stem was reported. The event was confirmed via clinician review of provided medical records. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs shows an explanted stem and ceramic head. The devices appear unremarkable. Minor damage in the form of scratches consistent with contact with explantation tooling is observed. The devices are covered in blood and tissue. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the patient underwent a total hip arthroplasty which required revision in 2021 because of a periprosthetic fracture sustained in a fall. I can confirm that the event occurred since I was able to review the photograph of an x-ray showing a periprosthetic fracture. Regarding the possible root cause of this event, in my opinion it is directly a result of the fall.". -product history review: could not be performed as the provided device lot details were invalid. -complaint history review: could not be performed as the provided device lot details were invalid. Conclusions: it was reported that the patient fell and sustained a periprosthetic fracture of the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs shows an explanted stem and ceramic head. The devices appear unremarkable. Minor damage in the form of scratches consistent with contact with explantation tooling is observed. The devices are covered in blood and tissue. A review of the provided medical information by a clinical consultant indicated: "the patient underwent a total hip arthroplasty which required revision in 2021 because of a periprosthetic fracture sustained in a fall. I can confirm that the event occurred since I was able to review the photograph of an x-ray showing a periprosthetic fracture. Regarding the possible root cause of this event, in my opinion it is directly a result of the fall." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that the patient's right hip was revised. The patient fell and fractured her femur and humerus (surgeon reported poor bone quality as a contributing factor). A mako stem and ceramic head were revised to a restoration modular stem construct and another femoral head. Rep reported that he can provide pictures and that otherwise, no further information will be released by the hospital or surgeon.